Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fault was no longer present during initial inspection. Further troubleshooting highlighted potential communication issues with internal fibers. Fse carried out full clean of internal system and cables and will replace grey inter-connecter fiber cable during preventive maintenance (pm).

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer reported to technical service engineer (tse) that the left eye on surgeon side console (ssc) #2 was black. The customer has indicated the fault has recurred intermittently. The customer power cycled the system and reseated blue fiber cable (bfc) and cleaned with compressed air has all been completed. The customer was using the secondary console to continue with the procedure. The procedure was completing as planned with no reported injury.